Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt weak and tired and do not feel like it is doing what it should be doing. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.